Manufacturer narrative:
Pump passed operating current, unexpected error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. Pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they experienced loose drive support cap. The customer's blood glucose value was 532 mg/dl. The customer treated with a manual shot. The customer reported no damage to her pump and the drive support cap was recessed. The product was returned for analysis.